Event description:
The account alleged the right head side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail moving bracket was loose on the bed frame. No further info is available on the repair of the bed at this time.